Manufacturer narrative:
Pt complained about belly pain. Urine bag contained 500ml urine. A bladder scan was performed and indicated that the bladder held about 1000ml. The nurse disconnected the catheter from the urine bag and 1000ml was drained from the bladder. Unfortunately, the bag was thrown in the waste. Pt is doing fine. This is deemed a serious injury as it required a scan procedure and a prompt intervention to prevent a more serious consequence for the pt (disconnection of the catheter from the urine bag and connection to another bag to get the urine flowing again from the bladder). No nonconformity was registered during the manufacturing process. No earlier complaints were received for this batch. No sample was returned for eval. Reported to the FDA on (B)(4) 2013.

Event description:
Urine retention.